Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a patient in the department of esophageal and gastrointestinal oncology surgery was admitted for an esophageal mass. During a radical esophagectomy performed in operating room no. 9, the anesthesiologist attempted to insert an arterial cannula to monitor the patient¿s blood pressure prior to surgery. The anesthesiologist noticed that the outer sheath at the tip of the cannula was rough and had several creases, making insertion difficult. The cannula was replaced with a suitable introducer needle, and the procedure was continued. The patient was not harmed.